Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the remote was replaced. No troubleshooting was performed.

Manufacturer narrative:
Concomitant medical products: product ID :97745, serial#: unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that they think the controller may have got bumped in her pocket on sunday ((B)(6) 2020) because stimulation was turned off and the language was switched to russian. Patient states her back began to hurt the following day ((B)(6) 2020) and she felt stiffness and fatigue. The patient noted that she has other medical issues that also cause fatigue. Patient states she could not get out of bed on the date of call. Patient was not able to turn stim on because she didn't understand how with the controller language in (B)(6). The patient was walked through changing language back to english and patient was then able to turn stimulation back on. Patient then reported that "maybe 2 months ago" she noticed that the controller would turn stimulation off randomly, states this has happened maybe 5 or 6 times. Patient states that when this happens the controller is in her purse or sitting on the counter & controller is locked. Patient states she is very cautious with the controller. Patient believes this is an issue with her controller and asked for a replacement. An email was sent to repair.